Event description:
Upon attempt to deliver a stent to a previously stented region in coronary artery, balloon catheter retrieved and md noted stent no longer intact. Stent was stripped off balloon and in the lad. Attempts to retrieve stent with snare device brought it to lmca. Pt unstable with hypoperfusion.